Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room due to a high blood glucose on (B)(6) 2017. The customer reported changing the infusion set and going to bed. The customer awoke to the high blood glucose. The customer administered a bolus and the insulin pump alarmed delivery failed. The blood glucose value at the time of admission 187mg/dl. The customer had of symptoms of hyperglycemia. The customer treated for the high blood glucose level with the old insulin pump. The customer was wearing the pump at the time of the hospitalization. The customer did troubleshooting and found the infusion set bent at a 90-degree angle. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08695 inches. No excessive no delivery alarms noted. Device received with minor scratched display window and case.